Manufacturer narrative:
The getinge service territory manager (stm) that encountered the battery runtime test failure. Battery runtime of 110 minutes. Minimum runtime spec is 135 minutes. The batteries were replaced. The stm completed a full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery run test failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), h10, h11 corrected field: g2.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery run test failed. There was no patient involvement, and no adverse event reported.